Event description:
A malfunction alarm was reported on the pump by the customer. The issue resulted in the customer's blood glucose level exceeding 500 mg/dl, displaying as "high." Despite this, the customer did not require assistance from a third party and handled the situation independently. Although there were instructions to reset the pump, the customer indicated they had already performed a reset and ended the call with technical support. No additional information was received regarding the outcome of the event.